Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed calcium result was due to a short sample or r1 malfunction. A siemens healthcare diagnostics field service representative was dispatched to the site and performed maintenance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely depressed calcium result was obtained on a patient sample. The result was not reported to the physician. The sample was repeated and a higher result within the reference range was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed calcium result.